Event description:
Cross contamination from ultrasonic teeth cleaning from dentist using the dentsply/cavitron device. During this time I was immunosuppressed due to methotrexate usage from preexisting autoimmune condition. Dentist aware of health history. On (B)(6) 2015, I was admitted to the hospital with a lung abscess, which was treated with IV antibiotics for 3 1/2 weeks. The lung damage from the infection was diagnosed as bronchiectasis due to infection from aspiration, which created cystic bullae disease. On (B)(6) 2016, the bullae created from the infection in my left lung burst, resulting in a collapsed lung. I was admitted to the ICU from (B)(6) 2016. The damage to my lung was so severe a left lower lobectomy was necessary to remove the damage tissue. On (B)(6) 2016, I am scheduled to undergo a right lower lobe/bullae resection (possible lobectomy) to prevent further damage to healthy lung tissue and/or spontaneous pneumothorax.. I have no prior history of lung disease or infections. Please contact me if you would like more info about this incident and/or to review any medical records.